Event description:
The customer reported that the kv and ma were inaccurate.

Manufacturer narrative:
(B) (4). The ge service rep setup and ran calibration of the system. The system operates as intended. (B) (4)